Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, physician was having difficulty in inserting lv lead into the connector. The lead impedance was also high. After several attempts, lead was inserted successful and impedance was normal. High, out-of-range, lead impedance was observed again during follow-up. Programming changes were made and then the impedance was normal. The patient will be closely followed-up.